Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 1.9, lab: 10.5. Time between tests: 1 hour. Therapeutic range: 2.5-3.5. Pt had fallen and his arm started bleeding, he tested on his meter and obtained the 1.9, went to the ER an hour later and inr=10.5. He was given shots there, but pt was not specific as to what medication was given. Pt was not admitted to the hospital, it was just an ER visit.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the batch record for the lot did not uncover any non-conformances. Results of the query of similarly incidents in the complaint system for this lot did not indicate a manufacturing issue. Based on the info available, there is no indication of a product deficiency. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.